Manufacturer narrative:
The defective device was not returned; however, the device log and trend files were submitted for review which showed occurrences of the alarm. A review of the device logs and trending data observed that the alarms were not caused by a hardware malfunction but by the conditions of non-invasive ventilation (niv) use. In this mode, oxygen delivery is affected by how strongly the patient breathes and by any leaks around the mask. The reported "intermittent o2 delivery" reflects known limitations of niv rather than a device failure. The ventilator functioned as intended, with the observed alarms reflecting physiological and interface-related conditions rather than a ventilator failure.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
It was reported that the device experienced an intermittent o2 delivery error while placed on patient. There was no patient harm reported.